Event description:
A surgeon reported that one week after an intraocular lens implant surgery, a patient experienced discomfort: during more than one week, the patient noticed a veil in the center of the intraocular lens (like a pigmentation in the material). No opacification of the posterior capsule was noticed. The patient was not hospitalized due to this event and no unplanned surgery or medication were required. According to the surgeon, due to the functional discomfort in relation to the veil, the device has contributed to the event. This is one of two reports being filed by the same reporter. This report is for the second patient

Manufacturer narrative:
Evaluation summary: the questionnaire indicated the use of a viscoelastic which is compound of two viscoelastics. It is unknown which component of the viscoelastic was used. Only one of them is the approved viscoelastic for use with the intraocular lens.

Manufacturer narrative:
.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was received by the company representative who reported that the patient was fine. Opacities had progressively recovered.